Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, when stapling an organ the reload had cut off before stapling.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned products noted that the reloads had full staple complements. Functionally the reloads were loaded into a pmv representative instrument and were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.